Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the spiral tip of the fetal spiral electrode (989803137631) had broken off in the infant's scalp. Philips is in the process of collecting further details about this incident. The assembly was discarded and is not available for analysis. It is not clear if or what type of medical treatment was provided.

Manufacturer narrative:
The fetal spiral electrode was attached the baby¿s scalp for monitoring purposes. The patient's condition was unknown at the time of the event. The issue was resolved when the tip of the electrode was removed after an incision was made with no known lasting effects to the infant. No additional patient data was provided and no known parts were replaced. Indications are that the fetal spiral electrode had been over rotated upon deployment of the electrode. Therefore, additional training was provided to the customer. The device assembly was discarded.